Event description:
End user reports removing wafer last evening and stripping small area of peristomal skin under mass portion of wafer at 6 o'clock location. Uses protectant wipes. No remover wipes used. Also uses baby wipes and water. Patient outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 482 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filling this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.